Event description:
Facility reported "pt inhaled tracheal tube when cap piece fell out of nose and could not be found. The tube had been inserted nasally. Pt was sent to emergency room. Pt coughed and endotracheal tube retrieved by forceps."